Event description:
Additional information was provided from a healthcare provider stated that the patient had slight discrepancy for a while and episodes of increased tone. It was noted that at the last refill, it was 3.7 ml and prior it was 1.9 ml. Catheter and event symptoms assessment was postponed due to patient illness. The issue was not resolved.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the healthcare provider refilled the pump on friday, increased the certain time of day that it goes up, and increased the amount of medication. The patient representative (rep) stated that they were informed at this last refill, that the hcp was supposed to get 2.3 ml back out of the pump, but they got '7-point-something.' There were a lot of mgs of baclofen per ml that the patient has not been getting at least 5 ml per refill. When the agent attempted to inquire about the event date, the patient stated that 'she (hcp) told us on friday that it has been happening every month,' where hcp did not know if there was any overfill or other issues with the pump, but did not provide additional event date information. The rep also stated that the patient was showing random withdrawal symptoms, and they could not pinpoint any other med that would be causing it, which they told their hcp about. The patient has had unexplained withdrawal for a few days a week for an unspecified period where they had to bridge the patient with a bunch of valiums to get their body to calm down. The rep stated that the patient was on medications that they could withdrawal from - oral valium and clonidine, but did not know why it was happening because the patient's schedule for taking those meds has been 'to a t.' The rep mentioned that since the refill/reprogramming on friday, the patient's withdrawal symptoms have been every single day, have gotten worse, and are getting bad. When the agent attempted to inquire about the event date of withdrawal symptoms, the rep stated that it was random, and they have been keeping a diary, then stated it's been happening every day since refill on friday and before this, it happened randomly like a few days a week. The rep mentioned that the pump usually did not fail but the patient's pump failed at home, and they had to rush patient to the hospital and patient got a precedex drip in ICU.' The rep mentioned that the patient has been through it with these pumps and catheters. The issue was not resolved through troubleshooting. The agent redirected the rep to the patient healthcare provider to further address the issue and emailed the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.